Event description:
It was reported that the external pulse generator's lower display was not turning on, or flickered and intermittently displayed. The generator was changed out and returned for service. It was also requested that the generator receive its annual test and calibration while it was in for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification, its lower part was missing segments and the gasket was seeping into view. The display was replaced. Analysis also found that the lower case was broken and corroded, that the battery release was contaminated, both bail covers and the ring cover were broken, the lead flex cover, heart lead flex and the battery flex were corroded, one printed circuit board flex was creased, the battery contacts were compressed, both bails and the ring were missing, the keyboard window was scratched and the serial label number was torn. (B)(4).